Manufacturer narrative:
The device referenced in this report was returned to an olympus service branch for evaluation. There were third party repairs and parts noted throughout the device. The distal end nozzle was found deformed and sharp. In addition, the image was noted to be scattered and stained, which may have been due to corrosion found inside the endoscope connector. One of the light guide lenses was also found non-functional due to physical damage. Additionally, there were scratches found on the objective lens, the distal lens cover, the insertion tube, and the light guide tube. The physical damage noted on the device is indicative of mishandling. The reported events are most likely due to third party repairs and/or parts. The device was repaired and returned to the user facility. The pcf-160al instruction manual advises users to carefully inspect the device prior to each use, and not to use the device if any irregularities are found. The manual also advises that olympus endoscopes should only be serviced by olympus personnel.

Event description:
Oca undertook a retrospective review of its MDR files for the period of january 2005 to april 2015. Based upon this review, we are submitting this MDR to separately account for each of the four patients involved in this event. The user facility reported that four patients sustained hematomas during procedures using the colonoscope. The procedures were aborted as the colonoscope reached the splenic flexure and could not advance further. All four patients were transferred to the emergency room 24 hours later, but were not hospitalized. The user facility claimed to have inspected the colonoscope prior to all the procedures and no irregularities were noted. However, following the fourth procedure, the user facility re-examined the colonoscope and noted the nozzle at the distal end to be deformed and sharp. The user facility indicated the device was serviced by a third party service provider. Please cross reference MFR. Report numbers: 8010047-2008-00062, 2951238-2016-00132, and 2951238-2016-00133 to account for the four patients as referenced in the original report. The following report will be supplemented to cross reference the three associated complaints: 8010047-2008-00062